Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and performed pim leak test, failed (membrane diff pres. >6 mmhg). The safety disk needs to be replaced so the fse replaced the safety disk. All manifold test, passed and equipment operated as normal. The unit was released as clinical use to hospital. The failure analysis and testing department received the following parts associated with this complaint: pn: 0202-00-0140 safety disk . This part was received with a reported unit failure message of failed membrane leak tests. Performed visual inspection of this part received and part looks to be in good condition. Installed the safety disk into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. The failure analysis and testing department could not verify the failure of membrane leak tests failed. Safety disk passed testing with result of membrane diff. Pres. 4mmhg; the factory specification is +-6 mmhg. Retaining safety disk in the fat dept. As per procedure.

Event description:
It was reported that during pre use check, the cardiosave intra-aortic balloon pump (iabp) unit failed pim leak test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.